Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon, markerbands, tip, and shaft underwent a visual and tactile examination. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Part of the shaft had detached with the balloon region attached to it. The shaft of the device was completely detached approximately 117mm proximal from the distal tip. The shaft was also noted to be stretched. No issue was noted on the markerbands and tip of the device.

Event description:
It was reported that balloon detachment occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified fistulagram. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon began to separate from the shaft, proximal to the first radiopaque (ro) marker. There were no fragments left inside the patient. The procedure was completed. No patient complications were reported.